Event description:
The customer reported via phone call that the insulin pump alarmed, indicating that the one minute destructive random access memory test failed, and then the device counted up to 7. The customer changed the battery and saw that the insulin pump started counting again, followed by the same alarm. The customer did not know the blood glucose reading. She stated that the insulin pump's display went blank, and upon troubleshooting, the display did not return. She did not observe any physical damage, corrosion, or moisture damage to the device. After cleaning the battery contacts and inserting a new battery, the display still did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted to the isolation tape. No unexpected error alarm or frozen screen was noted. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.